Event description:
The practice completed a product return form and stated that the "pt has had chronic eye infections since the purchase of these lenses." A complaint follow-up form was faxed, refaxed, and (B)(6) to the practice with no response. (B)(6) tried to contact the practitioner with regards to more info but the practice never contacted the company back.

Manufacturer narrative:
The lenses have been returned to the company. The base curve and power were found to be within specification of the labeled part number. The device history record were reviewed for the lot of lenses manufactured and the products were found to be within specification of the labeled product.